Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and was not able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device would not power on, despite having fully charged batteries inserted and connected to ac power. There was no patient use associated with the reported event.